Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 239mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device had cracked case at display window corners, cracked display window, and minor scratched lcd window.